Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient underwent surgical intervention where the ipg was explanted and replaced which resolved the reported issue.

Event description:
It was reported the patient stated his ipg is inoperable. Follow-up information revealed the sjm representative met with the patient and confirmed the issue. The patient may undergo surgical intervention as the next course of action. The event date is unknown.

Manufacturer narrative:
Corrections/removal reporting number: 1627487-07262012-002-r; 1627487-12192011-003-r. The ipg serial number was included in field advisories. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.